Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a bowel resection the surgeon had used the stapler 4 times previously but on the 5th reload the surgeon clamped down and fired the stapler and it cut but the staples did not deploy. The surgeon then had to move up the bowel on new tissue to complete the resection and repair, taking 5 cm more of bowel. The surgical time was delayed by more than 30 minutes. No reinforcement material used.